Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in a fair condition, with half of the lcd display missing and damage housing. Event history log review was performed and found evidence of reported. Visual inspection of pump performed. The customer's reported problem regarding lcd does not work was able to be duplicated. Visual inspection verifies the issue. Visual inspection of the pump found that the lcd display missing the lower half of the pixels. The root cause of the missing pixels is unknown currently. Service replaced the lcd to address the issue. Visual inspection during power up of the pump displays the lec 1310 error. The event log did not show the error recorded. According to investigator error code 1310 is the result storing the pump for extended periods of time with the batteries installed (i.e. Several weeks). The root cause of the issue is unknown.

Event description:
Information was received that this smiths cadd legacy plus pump displayed error code lec 1310 and the bottom of the lcd display did not work. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.